Event description:
It was reported that the device illuminated the charge pak (internal battery charger) icon even after installation of a new charger. Physio-control evaluated the device and found the internal hlc batteries depleted. The device was unable to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's failure analysis center investigation isolated the cause of the malfunction to be a broken weld on the negative terminal of bt2 (one of the internal battery cells) from the analog pcb assembly. A replacement device was provided to the customer.